Manufacturer narrative:
Correction: please refer to section h3, the device was not evaluated. H3 other text : device disposition is unknown

Event description:
"It was reported that: "the screws could not be screwed on the plate delay of intervention no patient consequences"

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
"It was reported that: "the screws could not be screwed on the plate delay of intervention no patient consequences"